Manufacturer narrative:
On (B)(4) 2015, clarification provided from the reporter stated "according to the report from the hospital, the guide wire fractured meaning, it frayed." The wire guide did not break in half. On (B)(4) 2015 the device was returned to cook for evaluation. The lab evaluation confirmed the wire guide broken in two. A section of the device did not remain inside the patient's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Investigation evaluation: our laboratory evaluation confirmed the wire guide broke and unraveled. The product was sent to the supplier for further evaluation. Once their evaluation is completed a follow-up report will be submitted. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we cannot adequately determine a root cause at this time because the investigation is still in process at our approved supplier. Unraveling of the wire guide can occur if the snare is severely tightened onto the first 5 cm of the wire guide. If the wire guide experiences excessive pressure during use and/or general handling, damage to the wire guide can occur. Prior to distribution, all flow 20 percutaneous endoscopic gastrostomy set - push and wire guides are subject to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Correction action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During the percutaneous endoscopic gastrostomy procedure, a cook flow 20 percutaneous endoscopic gastrostomy set - push was used. The wire guide of the kit is fractured. A new [wire guide] is used. The procedure is completed without complications. Clarification was requested the location and exact nature of the "fractured" wire guide (i.e. Broke in half and separated, broke, but still remained attached or etc).